Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
(B)(6) calling on behalf of the patient states that the meter is not giving correct blood results. (B)(6) states that the meter is giving low blood results. Customer states that he have been getting low blood sugar for 2 days now. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 85mg/dl and 117mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concern with the blood results that was taken on (B)(6) 2016 at 8:09am 46mg/dl and on (B)(6) 2016 at 8:41am 58mg/dl. Customer tests 3 times a day and takes a lot of medication for his diabetes and also insulin.